Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system hangs intermittently prior to surgery. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. The host module and all of the printed circuit boards (pcb) were subsequently replaced. The system was tested and found to meet product specifications. The system was manufactured on june 12, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed the host module being out of specification. The manufacturer internal reference number is: (B)(4).